Event description:
It was reported when the device was used during a low anterior resection, the device would not fire. The surgeon refired the device and it fired. Upon inspection of the staple line it was noted that the distal donut was incomplete. A leak test was performed with a negative result. Surgeon completed the case with a diverting ileostomy for precautionary reasons.